Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Concomitant medical devices: nexgen size g flex femur catalog 00596401752, lot 60909426; unknown lps flex 10mm tibial articular surface. This report is number 1 of 3 MDR's filed for the same event (reference 1822565-2017-00805 / 1822565-2017-00805).

Event description:
Patient underwent a right knee revision procedure approximately nine years post implantation due to the articular surface loosening.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Tibial component confirms wear/gouging on the proximal side (mostly around medial posterior region), and gouging on the distal side. Sem analysis results state ¿from the damage pattern, it appears that articular surface disassociated from the tibial tray and moved in the anterior direction and upwards, allowing the femoral condyle to articulate directly on the tibial tray and overtime, causing depression to be worn into it. The material loss is potentially due to excessive loading on the medial side due to misalignment in vivo. Because of such unusual alignment and loading, it cannot be determined whether the damage is due to wear or fracture, but the compressive strength of the poly material may have been exceeded. Regarding articular surface flaring, it cannot be determined whether this flaring occurred as a result of motion after disassociation from the tibial tray, or was a cause of the disassociation¿. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.